Event description:
It was reported that during device change-out procedure, elevated right atrial capture threshold was observed. Lead replacement was recommended but physician decided to reprogram the device. Programming changes were made. Patient¿s condition was stable during and post-procedure.